Manufacturer narrative:
The product and data logs have been returned for analysis. The investigation is on-going at this time. A supplemental will be drafted upon completion of the investigation.

Event description:
A (B)(6) patient in cardiogenic shock and an acute myocardial infarction, was brought to the cardiac cath lab for placement of the impella 2.5, without a representative from abiomed on site. Some time later, the physician removed the impella as it had come out of the left ventricle due to an unknown cause. When the physician placed a second impella, the pump placed to the left ventricle was not another 2.5, a left sided pump, but rather the right heart sided, rp device. The team noticed this after the pump was running, removed the pump, and began CPR. The patient did expire despite efforts.

Manufacturer narrative:
Since the original filing the investigation has completed. Mistaken for a left ventricular assist device, the impella rp was placed in the patient's left ventricle and turned on. The emergent nature of the case and inexperienced staff may have contributed to the misuse. The impella rp was appropriately labeled and programmed as an impella rp. The impella rp is not indicated for left ventricular support. The clinical staff was retrained on setup and insertion on the impella 2.5, cp, 5.0 and rp on 2018-10-20. This failure mode will continue to be monitored for trends.